Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the cartridge for longer than 72 hours, and using cold insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours, and using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was mid 200's-over 400 mg/dl, and reported vomiting. Customer resumed insulin therapy on the pump and has manual insulin injections if needed.